Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation, and update the agency accordingly.

Event description:
During a bladder tumor procedure, our resectoscope sheath broke at the hub and shaft junction of the sheath and became stuck in the patient's urethra. The piece was removed with a kelly clamp and graspers. There was no patient harm.